Event description:
On august 6, 2006, the lay user/patient contacted lifescan alleging that her one touch ultra was cracked and stated that there was no misuse of the product. The medical affairs specialist (mas) spoke with the patient on august 8, 2006, to obtain/verify the following information. The patient tests 5 times a day, takes 70/30 humulin on a sliding scale and metformin twice a day. The patient noticed in 2006 that the middle of the display was cracked from top to bottom, but she continued to test on the meter because, she was still able to read the display ok. The patient reported that around the same time, the meter was intermittently display an "error 2" and felt the meter was reading inaccurately. The patient stated that since the meter issues started, she had to contact the paramedics 3 separate times for low and high blood glucose; however, the patient was unable to recall the specific details of each event. The following information was what the patient was able to recall from the events. On an unspecified date in 2006 before breakfast, the patient got a "32 mg/dl" fasting meter reading and then ate eggs and peanut butter. After breakfast around 8:30am, the patient started to feel "bad" with symptoms of feeling sweating, nauseated, cold and hot, and felt like she was "out of it." The symptoms progressively got worse throughout the day. The paramedics came around 8pm, tested the patient on their meter, which read "32 mg/dl," treated her with oral glucose, and then took her to the hospital for IV glucose treatment. The patient also mentioned that one day she got a "222 mg/dl" on her meter while feeling "ill" and was taken to the hospital via ambulance. When she arrived at the hospital, her blood glucose was "500 mg/dl" but the patient was unable to remember specifics of the incident. The most recent day that she received paramedics' assistance was in mid july, when she ended up in the hospital for low blood glucose. She stated that she tested her blood glucose on her meters prior to each incident but cannot recall the meter readings. It would be helpful to obtain the following: if the patient made any changes to her diabetes care due to the reported meter issues, the patient's meter readings on the day of the incidents, the time of medical attention and the blood glucose results obtained on the health care professional's devices. It is unclear when the patient tested on the meter and what the exact meter readings were at the time of concern. However, this complaint is being reported because the patient received treatment for hyperglycemia while receiving a lower (but still high) reading on her meter. The alleged issues were not resolved through troubleshooting over the phone. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.